Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and inappropriate right ventricular pacing. No interventions were performed. The patient was in stable condition.

Event description:
New information received notes that the noise oversensing also resulted in inappropriate mode switch.